Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell and the touchscreen became shattered and unresponsive. There was no reported impact to the customer's blood glucose. Reportedly, the customer had a backup method of insulin delivery available.